Manufacturer narrative:
Weight, ethnicity, race. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6, -14.00/3.5/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem.